Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the handle was always fully charged. They removed the handle from the charger and confirmed the display showed fully charged status. Inserted handle to the shell and confirmed the display showed the handle procedure remaining. Then connected adapter, the calibration was normally performed, confirmed the display showed the adapter procedure remaining. For the duodenum resection, they tried to connect tri-staple cartridge to adapter, however the display caused blackout. They pushed every button, however the device did not react, pushed the green button for 10 seconds, however the status was same. When they touched handle from above shell ,they felt it was very heated. Replaced by another device, the procedure was completed. The status of the patient: no problem.

Manufacturer narrative:
Powered handle was received in good condition with a completely depleted battery. It was connected to mcp superlight, (B)(4), while placed on a single bay charger, running charger software (B)(4), limited to 20% charge capacity to download handle log files. After being on the charger for a sufficient amount of time to download the logs the powered handle started up normally with the ready to use screen and piezo sound. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind. This was followed by a system clock reset indicating power had been interrupted causing the system to unexpectedly shut off. All three symptoms using engineering powered handles were successfully recreated; low voltage or external pin startup, system logs ending with no re-start command, and system clock resets. The root cause of the complaint condition was found to be incorrect rsoc reporting. If information is provided in the future, a supplemental report will be issued.